Manufacturer narrative:
The insulin pump was not in manufacture mode. The pump was received with missing retainer, missing reservoir tube o-ring, scratched case, pillowing keypad overlay, broken reservoir tube lip, cracked select button keypad overlay, and minor scratched lcd window. Unable to perform the displacement test due to missing retainer.

Event description:
The customer reported via phone call that the retainer ring and the reservoir tube o ring was missing and the keypad overlay was pillowing. The customer's blood glucose level was unknown. The customer was assisted with troubleshooting. It was also stated that the reservoir tube lip was broken and select button keypad overlay was cracked and unable to perform the displacement test due to the missing retainer. The insulin pump will be returned for the analysis.